Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -5.0/0.5/055 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens was replaced on (B)(6) 2024 with a shorter length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).